Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -2.00/1.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed on (B)(6) 2020 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.